Event description:
The end users husband states an aide was pushing his wife when the front caster got caught in the carpet and snapped off at the axle. No injuries noted and the end users husband was inquiring about replacement. Serial number provided couldn't be verified (B)(4).

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.